Event description:
It was reported that pump displayed malfunction code and customer had not experienced any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided reset instructions, and assisted with resetting pump; malfunction did not recur after reset, customer was advised to continue using pump and to call back if issue returned, and caller acknowledged and understood these instructions.